Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery (lcx). The physician attempted to advance a guidezilla¿ guide extension catheter to the lesion; however, the device was unable to cross the ostium of the lcx. The device was removed from the patient and it was noted that the collar part of the guidezilla had been separated. The detached portion was still inside of the non bsc guide catheter inside the patient. A 1.5mm balloon catheter was inserted into the guide catheter and inflated to prevent the detachment of the guidezilla segment in the patient. The detached portion and guide catheter were successfully removed from the patient as a unit. The procedure was completed with a different device with no patient complications reported. The patient¿s current condition is good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter in two pieces. Microscopic and tactile examination revealed numerous kinks throughout the device. The outer diameter (od) of the undamaged portion of the distal shaft was measured and met all specifications. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. There was shaft material from the collar on the ptfe connected to the separation. Ptfe was completely pulled apart from the collar. Microscopic examination revealed damage to the collar. Microscopic examination revealed damage to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left circumflex artery (lcx). The physician attempted to advance a guidezilla¿ guide extension catheter to the lesion; however, the device was unable to cross the ostium of the lcx. The device was removed from the patient and it was noted that the collar part of the guidezilla had been separated. The detached portion was still inside of the non bsc guide catheter inside the patient. A 1.5mm balloon catheter was inserted into the guide catheter and inflated to prevent the detachment of the guidezilla segment in the patient. The detached portion and guide catheter were successfully removed from the patient as a unit. The procedure was completed with a different device with no patient complications reported. The patient¿s current condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).